Event description:
It was reported that the right ventricular (rv) lead dislodged during an unrelated procedure (B)(6) 2022. An attempt to re-position the lead was made but failed due to the inability to advance stylets down to the end of the rv lead in order to retract the screw and drive the lead. The rv lead was replaced on (B)(6) 2022 during a separate procedure. The patient was stable and awaiting revision before the replacement procedure, stable during the procedure, stable after the procedure and was discharged.

Manufacturer narrative:
The reported events were stylet could not be inserted and lead dislodgement. As received, a complete lead was returned in one piece. The reported event of stylet could not be inserted was confirmed. X-ray examination found that the inner coil inside the connector region was over torqued consistent with procedural damage. Stylet could not be inserted due to over torqued inner coil at the connector region. The cause of the reported event of stylet could not be inserted was isolated to the over torqued inner coil at the connector region which is consistent with procedural damage. Electrical testing and visual examination were normal and found no anomalies.